Event description:
It was reported that the programmer head was unable to interrogate, and it was noted that it could be a connection issue. The programmer head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. The rf (radio frequency) head has intermittent telemetry due to the rf head cable. Upper case lens is broken.